Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced because the pump couldn't be cycled. The patient was able to "pop" the pump and get it to cycle, but elected to have it replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, reservoir, and detached inlet tube with connector were received for abalysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with detached inlet tube or connector. Additional information received indicated that the patient was able to 'pop' the titan pump and get it to cycle. The information received indicated the device was not able to be cycled, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.